Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had displayed the patient circuit disconnect alarm. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec requested additional information regarding the patient, but those requests were denied.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it displaying the patient circuit disconnect alarm was confirmed. Ventec replaced the rotary valve 2 (rv2) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the rv2.